Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed air flow accuracy. At 120 liters per minute (lpm). There was no patient involvement.

Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 16may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the flow sensor. The customer replaced the flow sensor and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.